Event description:
Olympus was informed of a report that upon connecting an olympus, model xyf-sp scope to the olympus, model otv-si video system, the video system light bulbs short circuited. Upon opening the door to the bulb housing to investigate, it was noted that the wire that connects the bulb was "stripping." The problem, as reported to olympus, first occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem was deterioration and peeling of the conductors associated with repeated use for a long period of time, resulting in a short circuit.